Event description:
The customer reported that during a vaginal hysterectomy, the device blade came off the track after tissue had been sealed. The device was not applied to tissue when this occurred. The knife was reported as being exposed from beyond the jaws. The surgeon opened another instrument and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.